Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) study. This complaint is being reported based on the event of productive coughing requiring treatment (exact treatment not reported). On (B)(6) 2016, the patient was admitted to the hospital for the bt procedure. On (B)(6) 2016, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 following the bt procedure, the patient developed productive coughing and required treatment. The exact treatment was not reported, however, it was reported that the treatment was not an administration of systemic steroids. On (B)(6) 2016, the patient recovered and the current condition was reported to be 'stable'. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.